Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. (B)(4).

Event description:
Initial information reported: clinical support call reported that while attempting to set-up they were able to get pump running but no pressure input was noted on pump. They attempted several insertions of the iab fiber optic cable with no success including using a second console. The central lumen had been capped off so dr. Was attempting to insert sheath in lt. Groin for pressure source. Clinical support explained this was not suggested and to try to talk him into either placing a radial art line for pressure or replacing the balloon and to call with any further issues. Facility completed information request form reported on 13mar2017: pt. Came to n8u unresponsive, we did a cardiac intervention "after" case placed the iabp through a 8fr sheath very easily , plugged in and no ao waveform was present - tried plugging fiber optic into a different iabp machine and no ao waveform was present. It (console) gave the error: no direct or external arterial pressure. Also reported an unattributed patient death on (B)(6) 2017 that occurred after 60 hours of iab therapy. (B)(4).